Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 1627487-2021-13394. It was reported that patient is having a system explant due to an unknown reason. No additional information is available at this time as company representatives were not requested to be present for the procedure.